Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a possible over delivery. Customer stated they had low blood glucose event of 34 mg/dl. Customer stated insulin pump delivered bolus without informing. Customer stated auto mode was automatically delivery insulin at the time of low blood glucose. Based on customer response customer believed insulin pump was over-delivering because boluses delivered that was not aware to them. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.